Event description:
Call transferred from psr for monthly sqr consult, during consult pt reports that she will be returning 2 of her pumps due to "not loading properly." No other information available. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device - yes. Dose or amount: 70nkm, frequency: continuous, route: sq. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.